Event description:
Report received of an over-delivery of morphine. The customer contact indicated that the event was the result of an error in programming the device. Reportedly, the patient was receiving morphine pain management therapy via a pca pump and an implanted intrathecal pump. The intrathecal pump was programmed in the continuous mode to deliver 19.5mg over 24hours. At 9:00pm, the pca pump was programmed in the pca only mode, to deliver morphine 1mg/ml instead of the intended 5mg/ml, with a 5mg pca dose and an 8-minute patient lock-out. There was no 4-hour limit chosen. The syringe was changed four times before the programming error in concentration was noted by the nurse 2 days later at 4:00am, following an empty syringe alarm. The doctor was notified and the pca morphine was held; however, the patient remained on the morphine via the intrathecal pump. The patient was reported as "a little more somnolent". At a later unspecified time, the patient complained of pain. The pca morphine was restarted with a replacement pump. There were no reported adverse patient sequelae. Though requested, there was no further information available.